Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report.

Event description:
Clinic notes dated (B)(6) 2011 noted that the patient was having frequent breakthrough seizures, and brief episodes of status. It was reported that the patient arrived at the emergency room after having had a cluster of seizures. It was noted that the patient was febrile. It was noted that the patient is compliant with medications. It was reported that the following morning he was "back to himself". The patient was discharged home on oral antibiotics. It is unknown if the patient's were an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The initial MFR. Report inadvertently did not indicate that the clinic notes that were received also indicated that the patient also underwent ECG monitoring on (B)(6) 2010 due to an ¿increase in baseline seizures.¿ device diagnostics performed during the time of this seizure activity confirmed proper device function.attempts to obtain additional relevant information have been unsuccessful to date.